Manufacturer narrative:
Additional information is being requested from the field. If additional information is received this report will be updated.

Event description:
It was reported that the patient with this right ventricular (rv) lead inquired about a flashing red call doctor icon on their communicator. Shock impedance measurements of greater than 125 ohms were discovered. The clinic was aware of this issue and continues to monitor. The lead remains in service. No adverse patient effects were reported.